Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. It was reported that on (B)(6) 2013, the patient experienced deep vein thrombosis in the left femoral iliac artery and had an anticoagulation treatment. No further adverse events have been reported. Further information was requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also implanted: pxl161207/10595860 and pxl161207/0761801.

Event description:
It was suspected that the cause of thrombosis was a venous stasis during the recovery at the post operatory period. The diagnostic of dvt was done on (B)(6) 2013 by an ultrasound and heparin ui 6/6h was prescribed until (B)(6) 2013. Then the patient was treated by medication and on (B)(6) 2013 was discharged from the facility. The patient used the following medication: clexane 60mg sc 12/12h and marevan (warfarin) 10mg 1x/day and warfarin 5mg/day. On (B)(6) 2014, the CT scan showed a normal result of the aneurysm repair and excluded a suspicion of pulmonary embolism. At this moment, the patient presented complains of claudication and will be hospitalized to investigate peripheral arterial disease and possible endovascular treatment. According to the information provided, the patient experienced a peripheral artery occlusive disease (paod). On (B)(6) 2014, the follow up CT was performed where a type ii endoleak was discovered. The maximum aneurysm diameter was 32mm. The physician was monitoring the patient. On (B)(6) 2014, an endarterectomy of femoral bifurcation (right) was performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis and occlusion of device or native vessel and claudication.